Event description:
(B)(6) of ra/qa reported that: "following the (B)(6), the items involved were inspected by our reconditioning kit service as the action required. It was noticed that the rails of the ceramic cutting guides were cracked".

Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2010-01422, -01423, -01424, -01425, -01426, -01427, -01429, -01430.